Event description:
A (B)(6) result was calculated on a patient sample. The result was reported to the physician who questioned the result. The sample was re-run on an alternate analyzer system and a lower result was obtained in line with physician expectations. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the (B)(6) result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the (B)(6) results is user error. Contrary to IFU instructions, the user multiplied the diluted sample printout by the dilution factor and reported the falsely elevated result. The dimension(r) (B)(6) in the analytical measurement range section provides guidance for above assay range samples which are diluted: " important: the resulting readout (B)(6)) is a reportable result. The result must not be corrected for dilution as it is a calculated result based on the ratio of (B)(6). Therefore, a dilution factor must not be used in the (B)(6) method." Note: a similar occurence was repeated on the same patient (new sample) in (B)(6) 2012 when a (B)(6) test was ordered, an original above assay range flag obtained, a diluted result obtained, and incorrectly the dilution factor applied. An erroneously elevated result was reported and questioned. A repeat at an alternate laboratory was lower, within physicians expectations. An MDR is filed for that incident on that date under 2517506-2012-00333. The instrument is performing within specifications. No further evaluation of the device is required.